Event description:
It was reported that the patient underwent a minimally invasive spinal surgery. It was reported that the top of the tip broke during use and that the tip is still on the device. No patient complications were reported.

Manufacturer narrative:
(B)(4). The device was returned to the manufacturer for evaluation. The inferior shaft is broken at the centerline of the pivot pin hole. Optical examination of the fracture surface identified a fairly brittle fracture, with no indication of fatigue. The location and amount of force required in order induce fracture of the shaft is consistent with application of excessive force, resulting in the foregoing event. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.